Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 13. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and abscess. No further patient complications were reported.